Event description:
It was reported that a one-link extension set would not allow fluid to flow through the set. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection of the center slit revealed that the center slit was re-knit. After accessing the device, the re-knit was no longer observed. Simulated use testing was performed by priming the set and checking for flow. The device was found to prime and flow normally. The reported condition was verified due to the observed re-knit. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.